Manufacturer narrative:
Method: device history record review. Result: based on the results of the DHR review, the available information given within this complaint and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens was likely to have contributed to the complaint. The medical review stated the same model lens was implanted in both eyes of this patient by the same doctor with preoperative acd (endo) of 2.64mm in od and 2.71mm in os and history of keratoconus. The acd is outside the recommended range of icl implantation which is greater or equal to 3mm. As reported on the medical review the most likely cause of the event is too shallow eyes (outside approved indication). Icl vaulting may have a contributing role in this case. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, angle closure, pupil block and elevated intraocular pressure. The pi was either enlarged or there was an addition of a new pi. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/80.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No. Lens discarded. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens discarded.